Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with display anomaly and full segment display when pressing the esc or act buttons due to a defective capacitor at the lcd board. The device also was received with minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.

Event description:
It is reported that the screen of a customer's insulin pump blacks out. The patient's blood glucose is 135 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.